Event description:
Iridex became aware of a patient experiencing conjunctival blanching during treatment with a cyclo g6 laser system. The delivery device used for the treatment is unknown. A definitive root cause could not be determined, and no additional information has been provided by the clinic or treating physician. Engineering failure analysis could not be performed because the device was not returned for evaluation. Iridex will continue to follow-up with the doctor for information regarding patient recovery.

Manufacturer narrative:
This follow-up report is provided to update the following: 1)part b: b5 -product problem section was updated. 2) report c: is this a combination product - no. 3) report d: updates to section d8, d9, d4. 4) part h: update to include that this a correction report and an additional information report. 5) part d: updated this section with the UDI number. 6) part e: updates to the initial reporter section with information regarding the complainant. Note: patient information was not provided, therefore part a is not filled out.

Event description:
Iridex became aware of a patient experiencing conjunctival blanching during treatment with a cyclo g6 laser system. The delivery device used for the treatment is unknown. A definitive root cause could not be determined, and no additional information has been provided by the clinic or treating physician.